Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(6).

Event description:
It was reported the patient went last week for a refill and they did a contrast imaging on it and the pump was leaking and one of the tubes has a blockage, (the catheter). The hcp sent the patient home and the patient had a tentative date of (B)(6) 2014. Per the reporter the pump is ¿kind of overdosing the patient constantly¿. The reporter stated that they had spoken to the hcp and they had ¿dropped the ball¿. The reporter stated the pump had morphine and clonipine or clonidine and something else but doesn¿t remember. Additional information has been requested, but had not been received as of the date of this report.